Event description:
(B)(4). I am scheduled for a full hysterectomy (B)(6) 2015.

Event description:
(B)(4). Since the device I have experienced severe and frequent migraines, painful sex, hair loss, lost of balance, dental issues, dizziness, nausea and vomiting, heavy periods, severe cramping, hot flashes, hives/skin rash, chronic hemmroids, bloating, gas and memory issues. One of the coils came off of my tubes and rested on my rectum. I ended up having to have my tubes removed in 2014. After still experiencing issues and I ended up having a total hysterectomy in (B)(6) 2015.

Event description:
(B)(4) since the device I have experienced severe and frequent migraines, hair loss, lost of balance, dizziness, nausea and vomiting, heavy periods, severe cramping, hot flashes, hives/skin rash, chronic hemorrhoids, bloating, gas, weight gain and memory issues. One of the coils came off of my tubes and rested on my rectum. I ended up having to have my tubes removed. I am still experiencing issues and will most likely end up with a hysterectomy.

Event description:
(B)(4). Since the device I have experienced severe and frequent migraines, hair loss, loss of balance, dizziness, nausea and vomiting, heavy periods, severe cramping, hot flashes, hives/skin rash, chronic "hemmroids", bloating, gas and memory issues. One of the coils came off of my tubes and rested on my rectum. I ended up having to have my tubes removed. I am still experiencing issues and will most likely end up with a hysterectomy.